Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient fell resulting in a periprosthetic fracture. All implanted components were removed, and a reverse prosthesis was placed. No images were provided. The explanted implants were not available for evaluation per hospital policy requiring disposal of explanted items.

Event description:
It was reported that the patient fell resulting in a periprosthetic fracture. All implanted components were removed, and a reverse prosthesis was placed. No images were provided. The explanted implants were not available for evaluation per hospital policy requiring disposal of explanted items.

Manufacturer narrative:
Correction to g1 (reporting contact). Based on the findings of this investigation this device is not reportable as it did not contribute to complaint event. This device is concomitant and did not contribute to the reported failure: the extracted device is not in the bone. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.